Event description:
Same case as MFR# 2134265-2009-02052. It was reported that during a percutaneous coronary intervention markerband visibility issues occurred. While prepping the 1.5 x 8 mm apex balloon it was noticed that the inflation lumen of the device was not working and a piece of plastic was found in the lumen. The device was not used and did not enter the pt. Another 1.5 x 8mm apex balloon was advanced to the target lesion and was successfully inflated and removed. The physician then advanced a 2.5 x 20mm apex balloon to the target lesion, but had difficulty seeing the markerbands under fluoroscopy. The 2.5 x 20mm balloon was removed and the procedure was successfully completed with a maverick balloon. No pt complications were reported with the pt's current condition listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg records for the batch that produced the complaint device was not possible because the batch number was not reported and the device was not returned to bsc for analysis. The most probable root cause of this complaint can be attributed to design. (B)(4).